Event description:
Customer reported that cardio side of unit could not drop temperature below 6 degrees c. During troubleshooting, found that unit could not warm water above 12 degrees c. Also found cardio actuator was defective. Unit was repaired and defective actuator replaced. (B)(4).